Manufacturer narrative:
The MFR issued a recall notification to the identified customers who received the affected products. Additionally, the MFR notified the FDA (B)(4) dist. Recall coord. Voluntary recall and gained concurrence of the customer letter prior to it' distribution. On 03/17/2015, the voluntary recall was initiated. A lot history review was conducted, which indicated that a device history record (DHR) review was required. The lot met all release criteria. The investigation is confirmed for a break, as the cannula hub was found to be broken. The investigation is inconclusive for failure to obtain samples, as functional testing could not be performed due to the broken cannula hub. This is a known issue for the identified product code/lot number combination. The root cause was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval samples from the device.

Event description:
It was reported that during a breast biopsy, the device was primed, fired into the lesion, but did not collect a tissue sample. Another device was used to complete the procedure. There was no report of patient injury.